Event description:
It was reported that the ventilator failed internal leakage test and internal tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed at pre-use check - internal leakage - system volume too small. The ventilator was investigated by our field service engineer (fse), the inspiratory flow meter has been replaced to resolve the issue and sent back for investigation. The return department has investigated the inspiratory flow meter by testing it in a ventilator. No fault found. The ventilator passed all functional and safety tests and has been ventilated for twenty hours without any issues. The complaint could not be duplicated. The root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).